Manufacturer narrative:
The patient suffered a lower esophageal/ge-junction perforation. Dilatation twas necessary to reach the gastric cavity with gdftrd. Perforation is a known complication in dilatation of achalasia stenosis. The review of the lot based quality records revealed no abnormalities an production related device defect can be excluded with very high probability. In conclusion the adverse event is related to a procedural complication and is not device related. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
Gastroduodenal ftrd was used for a planned resection of a lesion in the duodenum. To access the duodenum a dilatation of an esophageal narrowing was required, during which an esophageal perforation occurred. The patient suffered from achalasia. The perforation was closed by surgery.